Event description:
It was reported that while in the intensive care unit (ICU), prior to insertion into the sheath, the fiberoptix sensor (fos) was inserted into the intra-aortic balloon pump (iabp) and the intra-aortic balloon (iab) was prepped for use. The teflon sheath was inserted into the pt's right femoral artery. While inserting the iab into the teflon sheath, the md met resistance after approximately 20 cm; the iab could not be advanced farther. The md removed the iab and reinserted the same iab into the sheath. This time the iab was advanced a little farther than the first insertion however, strong resistance was felt and at the same time the "ap fos cal key missing or corrupt" alarm went off. It was at this time that the md removed the iab and requested a new iab for insertion. The second iab (40 cc) was prepped and used successfully. There was no reported pt death or injury. Medical / surgical intervention was not required. There was a delay in iabp therapy listed as 15 minutes. There were no reported pt complications and the pt outcome is listed as good. It was noted that the iabp used was the iap-0500j serial number (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.